Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that air bubbles were found on the reservoir and tubing. It was stated that the customer stored the insulin at room temperature. No prefilled reservoirs in use. Customer did not rewind with a reservoir in place. No air bubbles in infusion set after filling. Nothing further reported.